Event description:
Clinical study. It was reported that 32 days after a coronary artery drug eluting stenting procedure the patient was readmitted to the hospital with bleeding complications due to blood dyscrasia. The index procedure treated one target lesion. Target lesion 1 was a 3.4 mm vessel diameter, 90% stenosed region of the proximal cir umflex artery (cx). This lesion was being treated for in-stent restenosis. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x16mm drug eluting stent without complication. The patient was discharged from the hospital five days post index procedure receiving asa, and plavix. The site reported that the patient was readmitted to the hospital for blood dyscrasia 32 days post index procedure. The actions taken to allegiate the condition were listed as hospitalization, and cardiac medication change. Further information listed states that the patient was in the hospital for bleeding complications and was taken off plavix, asa, and coumadin. Patient was only receiving heparin for dialysis, and received six blood transfusions. The patient was then discharged from the hospital sixteen days post readmission.